Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 400 mg/dl and 130 mg/dl. The customer did not mention any treatment regarding high blood glucose event. The customer did not mention any treatment related to high blood glucose event. The customer also reported that the insulin pump had forced sensor system error. Customer reported they were unable to clear the alarm and were not able to complete rewind. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm.